Event description:
It was reported that the rn primed and placed the tubing into the device. Upon hooking it up to the patient a leak was noted to find tubing broke apart at the y-site. There was no report of patient harm per customer. A note received with product that stated: "new tubing connection broken".

Manufacturer narrative:
Additional information added; a.3, g.3, & h.6. (Device code). Correction; h.6.(patient code). The customer's report of a leak and that the tubing broke apart at the y-site was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing to second smartsite¿s inlet port. Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. Functional testing could not be performed due to the separation at the engagement. A dimensional analysis was performed and the tubing was measured and found to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a new set separated at the distal end of the y-site. Although requested there was no additional event details or patient impact provided at this time.